Manufacturer narrative:
The device was discarded by the user and was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no anomalies, discrepancies, or non-conformances. There was no report of a device malfunction. (B)(4). Device not returned.

Event description:
On (B)(6) 2016, an embolectomy procedure of a clot in the right pulmonary artery was performed using the flowtriever retrieval/aspiration system. Prior to the procedure, the patient presented with shortness of breath and a subdural hematoma due to a previous fall. Entry into right pulmonary artery (pa) was gained via the left groin access. An 18 mm flowtriever catheter was advanced over a preplaced amplatz super stiff, 260 cm, 1 cm tip guidewire. The flowtriever catheter was deployed in the right pa with no clot retrieved. A 2nd pass was made and a significant amount of acute and chronic clot was retrieved from the patient. Pa angiogram after the 2nd pass showed improvement in flow, but some clot remaining in a segment of right pa. During the 3rd pass, the patient coughed up blood (hemoptysis). The physician assumed a guidewire perforation had occurred and subsequently removed the flowtriever catheter. Right pulmonary angiogram showed no extravasation of blood into surrounding tissue, nor any potential source of bleeding or perforation. Protamine was given to reverse the intra-procedural heparin. The physician placed a pa balloon wedge catheter in the segmental artery to seal any potential leak. Hemodynamic improvement was then noted and the elevated pa pressure (associated with the pulmonary embolism) decreased from 32 to 21 mmhg. The perforation was diagnosed on the basis of hemoptysis. The physician thought the perforation was small as it could not be identified via fluoroscopy and it sealed without further intervention. Post-procedure, the patient was doing fine with no adverse sequelae. On (B)(6) 2016, the physician reported that the patient was doing great and hemodynamics associated with the original pe diagnosis had improved.